Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and no faults were found. On (B)(4) 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information. On (B)(6) 2012 the patient claimed she tested on the subject meter and observed higher than normal readings all day, but could not recall exact values. She stated she manages her diabetes with victoza insulin and novolog insulin and self adjusts based on meter readings. As a result of the higher readings, she reported she increased her novolog dose (unknown amount) and ate less in response to the alleged high readings. The following day, at approximately 8am, she claimed she woke up feeling "shaky and dizzy" she tested on the subject meter and observed a blood glucose value of "132 mg/dl" and immediately administered 1.8u of victoza insulin. The patient stated she then tested on a back up meter (tru meter) and reported a blood glucose value of "112mg/dl." The patient denied receiving any form of medical treatment and stated she just rested for a while. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. Her testing technique was determined to be incorrect. A quality control solution test was not performed because she did not have any control new solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.